Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy, after an angioplasty procedure to the superficial femoral artery of the left leg. Hemostasis was successfully achieved. The physician deploying the angio-seal was completing his training for angio-seal evolution and was under the supervision of a fully trained and certified physician. A pre-deployment angiogram was not performed. Approx 2 hrs later, when the pt was in the ward recovering, her blood pressure dropped. The pt was transferred to the emergency ward for observation and treatment. An ultrasound was performed which revealed a retroperitoneal hematoma which spread from the groin, along the flank. The pt rec'd fluid resuscitation, was admitted to the hospital for close observation. The pt remains in the hospital and is being medically managed.